Manufacturer narrative:
Identified (B)(4) as duplicate file with respect to serial# (B)(6) as the additional problem codes are already captured in the (B)(4). Hence disregard this file.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated for the reported failure as it was observed by the manufacturer during servicing activity.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated for the reported failure as it was observed by the manufacturer during servicing activity.